Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to unknown reasons. The crt-d is being used as a external temporary pacing system. It is unknown if the rest of the system is going to be return. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).